Event description:
It was reported that the intraocular lens (iol) haptic was stuck to haptic after being fully implanted. Through follow-up it was revealed that the lens remains implanted; however, micromanipulation was required to position the lens due to failure to unfold. There was no patient injury reported and no further medical or surgical intervention required. No further information is available.

Manufacturer narrative:
Pt. Info: unknown, not provided. If explanted, give date: device remains implanted; therefore, not explanted. Initial reporter : first/given name: unknown not provided (B)(6). Initial reporter: email address: unknown not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.